Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that on (B)(6) 2015 the sensor was reading over 200 mg/dl, she could not check her blood glucose because she was driving and gave herself a bolus based on that value. She checked later and found it had gone low to a little over 60 mg/dl. Customer ate candy; current blood glucose was 172 mg/dl. Customer stated that lately her blood glucose has been dropping even if she eats as if the insulin pump would be over delivering insulin. Last set change was on (B)(6) 2015 and insulin was already leaking out before prime. The drive support cap is normal. The reservoir was showing more insulin than shown on the status screen. The reservoir was not manipulated while connected. Device was exposed to two mris and three xrays. It passed the displacement test but failed the selftest twice. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. No motor error alarm or delivery anomaly noted. The insulin pump had normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump was able to communicate properly with minilink transmitter sensor and glucose sensor simulator. No unexpected meter blood glucose now alarm or sensor anomaly noted. However, the insulin pump was received with cracked case at the display window corner, minor scratched lcd window, cracked belt clip slot at the battery tube threads area and cracked reservoir tube lip.